Event description:
It was reported that a device alarmed for a system error 105. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation could not reproduce the reported system error. However, system error 105 was found in the history log. The failed motor was replaced.